Event description:
This is the same event and the same pt repored under the MDR ID # 2939859-1998-00301 (collagen corp #1023862). This is the first MDR submitted for the first suspect product. A physician reported a pt who was originally skin tested by another physician in 1997 (exact date not known) with negative results. The pt has rec'd multiple treatments since without event. On 13 january 1998, the pt was first treated by the reporting physician, without event. On 9 november 1998, the pt was treated with two formulations of product in the nasolabial folds. About 3 hours after the treatment, the pt developed redness at all the treated sites. The physician examined the pt on 10 november 1998 and noted redness, swelling, and heat to the touch at the nasolabial sites. The pt was given intramuscular celestone, oral prednisone and chlor-trimeton. The physician diagnosed the symptoms as hypersensitivity related.